Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to caval thrombosis and perforation of multiple filter strut(s) outside the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, prior to the index procedure, the patient presented with acute pulmonary emboli (pe) and extensive bilateral lower extremity deep vein thrombosis (dvt). The patient underwent aggressive catheter-directed thrombolytic therapy and presented for follow-up evaluation. Contrast venograms were obtained through both popliteal venous sheaths. There was noted to be preserved patency of both deep venous systems with an interval clearing of further clot burden in both common iliac veins. There was also noted visualization of the inferior vena cava which appeared to have opened more over the past 24 hours. A vena cave filter placement was recommended before attempting more aggressive mechanical or medical clot removal. A guiding catheter was then advanced into the proximal right common iliac vein and controlled venography of the inferior vena cava was then performed. An extensive non-occlusive clot was noted throughout the inferior vena cava. The caval bifurcation as well as the site where the renal veins join the inferior vena cava were identified. A guiding catheter was then advanced into the infrarenal inferior vena cava and a removable optease vena cava filter system was advanced and deployed without difficulty. Completion venography demonstrated good positioning of the inferior vena caval filter. With the inferior vena cava relatively protected, a more aggressive treatment of the patient¿s extensive vascular thrombus was performed. Bilateral multi-side hole infusion catheters were placed in both iliofemoral systems and established to continuous tpa infusions. The patient was returned to the intensive care (ICU) in stable condition. Six days after the filter was implanted, status post thrombolysis for venous thrombosis, the patient underwent a thoracic magnetic resonance imaging (MRI) scan indicated for back pain and left lower extremity numbness. The MRI scan reported no spinal cord abnormality; no focal disc protrusion or central canal stenosis identified. Facet hypertrophic changes t10-11 resulting in some minimal bilateral neural terminal narrowing. There was a question of gallstones on some of the axial images reviewed. Ultrasound to confirm the impression if clinically indicated was noted. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately fourteen years after the filter implantation. The patient reports ivc perforation, blood clots, clotting, chronic occlusion of the ivc, in addition to thrombus in the ivc filter, frequent chest pain, shortness of breath and anxiety.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was acute pulmonary emboli (pe) and extensive bilateral lower extremity deep vein thrombosis (dvt). The patient underwent aggressive catheter-directed thrombolytic therapy. Venocavogram showed extensive non-occlusive clot in the ivc. The filter was deployed in an infrarenal position and more thrombectomy was performed including continuous tpa infusions to both legs. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to caval thrombosis and perforation of multiple filter strut(s) outside the wall of the ivc. Six days post implant, and MRI was done for back pain, this reported no spinal cord abnormality; no focal disc protrusion or central canal stenosis identified. Per the patient profile form (ppf), the patient reports ivc perforation, blood clots, clotting, chronic occlusion of the ivc, in addition to thrombus in the ivc filter, frequent chest pain, shortness of breath and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction and in this case maybe related to the underlying coagulopathy issues that were the indication for filter placement. Anxiety, shortness of breath, numbness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis and perforation of multiple filter strut(s) outside the wall of the inferior vena cava (ivc). The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to caval thrombosis and perforation of multiple filter strut(s) outside the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.